Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly the customer did not perform air removal prior to loading the cartridge. Customer¿s blood glucose was 185 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.